Manufacturer narrative:
This product was received and tested by technical services who were not able to confirm that the monitor was not showing an image or a flickering image. The monitor was powered on with a test baton plugged in. The image appeared right away without any flickering observed. The image quality test pattern passed. The led's were functioning. The monitor was certified and returned to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the monitor was not showing an image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.